Manufacturer narrative:
Exact date unknown, event occurred two months ago.

Event description:
It was reported that the patients ipg site was uncomfortable. No device malfunction was suspected. The patient underwent a pocket repositioning procedure and was doing well postoperatively.